Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: no product fell into the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the top jaw missing from the instrument and the I-blade split. The top jaw was not returned with the instrument. Because of the return condition of the instrument, we were only able to partially test the instrument with the generator. There is no evidence what caused the damage; a possible cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an abdominoperineal resection procedure, the upper jaw snapped off during laparoscopic actuation. Case was completed with enseal super jaw during open portion of procedure. There were no patient consequences.